Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-mar-2017: updated quality safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-old female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the essure looked like it was in the wrong place. Upon follow up receipt, case became legal and a chronic pelvic pain and heavy bleeding (seen as genital haemorrhage), amongst nonserious events, were reported. She underwent a pelvic surgery to alleviate the symptoms. The events are anticipated in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes. In this particular case, the exact date and the mechanism of dislocation are not known. Based on the information received, a causal relationship between device dislocation cannot be excluded. Pelvic pain and genital haemorrhage may also occur after essure placement. Considering the plausible temporal relationship and the lack of alternative explanation, these events were regarded as related to essure. This case was regarded as incident, as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Initially received via regulatory authority (food and drug administration, reference number: mw5039006) on 04-nov-2014. The most recent information was received on 30-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain/pain"), device expulsion ("nurse said the essure looked like it was in the wrong place/migration of essure/location of essure device uterus"), device breakage ("the right sides broke but still were able to remove what appeared to be all of the device"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in a 22-year-old female patient who had essure (batch no. 706802-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included parity 4 (B)(6) 2005, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010), cervical cancer (treatment: removal of thin layer of uterine lining) in 2005, multigravida, chlamydial infection, cervical conization in 2005, smear vaginal abnormal, vaginal discharge abnormality (since hospital) on (B)(6) 2010, vaginal irritation on (B)(6) 2010, itching, vaginal delivery, human papilloma virus antibody positive, bleeding genital (worsened post essure insertion) in 2007 and abdominal cramps (worsened post essure insertion) in 2007. She did not have any complications. Previously administered products included for contraception: yazmin; for an unreported indication: condoms and depo provera shot. Concurrent conditions included body mass index normal and burning micturition. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menses/dysmenorrhea (cramping)"). In 2010, the patient experienced dysgeusia ("metal taste"), parosmia ("metal smell"), tinnitus ("hear ringing in my ears"), menstruation irregular ("irregular menstrual cycle, irregular menses"), vaginal discharge ("odd white to clear vaginal discharge"), back pain ("low back pain / back pain"), dyspareunia ("sexual intercorse is not the same; it is painful / painful intercourse / feel the discomfort"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), weight increased ("weight gain"), allergy to metals ("allergic reactions associated with a nickel allergy"), abdominal pain lower ("lower abdominal pain/cramping/lower abdominal pain(severe)"), menstrual disorder ("abnormal menstrual cycle"), vaginal haemorrhage ("abnormal vaginal bleeding (menorrhagia)") and menorrhagia ("abnormal vaginal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and hypogeusia ("taste buds has decreased"). The patient was treated with ibuprofen (motrin), surgery (on (B)(6) 2014 bilateral salpingectomy), surgery (on (B)(6) 2014 bilateral salpingectomy and essure removal) and surgery (on (B)(6) 2014 by laparoscope bilateral salpingectomy, removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, device breakage, uterine haemorrhage, tinnitus, menstruation irregular, vaginal discharge, back pain, dyspareunia, dysmenorrhoea, migraine, weight increased, allergy to metals, abdominal pain lower, menstrual disorder and hypogeusia was resolving, the dysgeusia, parosmia, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the urinary tract infection and bacterial vulvovaginitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, hypogeusia and menstrual disorder with essure. The reporter considered allergy to metals, back pain, bacterial vulvovaginitis, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, migraine, parosmia, pelvic pain, tinnitus, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure performed right side 6 coils/ left side 6 coils, tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Ultrasound scan - on (B)(6) 2014: no results provided. Surgical pathology report showed left fallopian tube, salpingectomy: full cross section of fallopian tube. Gross: essure device right fallopian tube, salpingectomy: full cross section of fallopian tube gross: essure device. Concerning the injuries reported in this case, the following ones were reported via medical records:dysmenorrhea,cramping,pelvic pain,heavy bleeding, device breakage, abnormal uterine bleeding, bacterial vulvovaginitis, abdominal pain, back pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of product technical complaint (reported batch information is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 04-nov-2014 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for sterilization. Pregnancy was denied. Consumer stated she was presenting symptoms and that essure may have been placed wrong. Since insertion she experiences a metal taste and metal smell, hears ringing in ears, irregular menstrual cycle, odd white to clear vaginal discharge, low back and pelvic pain, and sexual intercourse was not the same in that was painful. All of these symptoms came on gradually during 2010 to 2011. She had been with four physicians over the 4 years and they did not seem educated with essure and had no suggestions. An ultrasound was performed at the day of report, however she did not receive the results yet. The nurse said to her the essure looked like it was in the wrong place. Essure was not removed. No further information was provided. Result and assessment of the product technical complaint investigation received on 03-dec-2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4) follow-up from 02-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow up information received on 27-oct-2016: legal claim was received; this report is considered legal case from this date forward. The plaintiff was implanted on or about (B)(6) 2010. In or around 2010, she began to experience symptoms that included, but are not limited to, irregular and painful menses, heavy bleeding, migraines, weight gain, painful intercourse, chronic pelvic pain, and allergic reactions associated with a nickel allergy. On (B)(6) 2014, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Upon internal review on 01-nov-2016, the case (B)(4) was found to be a duplicate of this case. All information was transferred to this case. Regulatory authority (case# mw5039006) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2010. She state that since this item was inserted her she was having abnormal menstrual cycles, lower abnormal pain, back pain, smell taste metal and hear a ringing noise in her ears. She had migraines and her taste buds had decreased. When she had intercourse she felt the discomfort. She had 4 children. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the essure looked like it was in the wrong place. Upon follow up receipt, case became legal and a chronic pelvic pain and heavy bleeding (seen as genital haemorrhage), amongst nonserious events, were reported. She underwent a pelvic surgery to alleviate the symptoms. The events are anticipated in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes. In this particular case, the exact date and the mechanism of dislocation are not known. Based on the information received, a causal relationship between device dislocation cannot be excluded. Pelvic pain and genital haemorrhage may also occur after essure placement. Considering the plausible temporal relationship and the lack of alternative explanation, these events were regarded as related to essure. This case was regarded as incident, as a surgical intervention was required. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This is a spontaneous case report was received 04-nov-2014 from a consumer in united states, then on 16-jan-2015 was received from consumer via the regulatory authority (case# mw5039006).the most recent follow-up received on 26-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain/pain"), device expulsion ("nurse said the essure looked like it was in the wrong place/migration of essure/location of essure device uterus"), device breakage ("the right sides broke but still were able to remove what appeared to be all of the device"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 706802) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included parity 4 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010), cervical cancer (treatment: removal of thin layer of uterine lining) in 2005, multigravida, chlamydial infection, cervical conization in 2005, pap smear abnormal, discharge vaginal (since hospital) on (B)(6) 2010, vaginal irritation on (B)(6) 2010, itching, vaginal delivery, (B)(6), bleeding genital (worsened post essure insertion) in 2007 and abdominal cramps (worsened post essure insertion) in 2007. She did not have any complications. Previously administered products included for contraception: yazmin; for an unreported indication: condoms and depo provera shot. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste"), parosmia ("metal smell"), tinnitus ("hear ringing in my ears"), menstruation irregular ("irregular menstrual cycle, irregular menses"), vaginal discharge ("odd white to clear vaginal discharge"), back pain ("low back pain / back pain"), dyspareunia ("sexual intercorse is not the same; it is painful / painful intercourse / feel the discomfort"), dysmenorrhoea ("painful menses/dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), weight increased ("weight gain"), allergy to metals ("allergic reactions associated with a nickel allergy"), abdominal pain lower ("lower abdominal pain/cramping/lower abdominal pain(severe)") and menstrual disorder ("abnormal menstrual cycle"). On (B)(6) 2014, 4 years 7 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), hypogeusia ("taste buds has decreased"), vaginal haemorrhage ("abnormal vaginal bleeding (menorrhagia)") and menorrhagia ("abnormal vaginal bleeding (menorrhagia)"). The patient was treated with ibuprofen (motrin), surgery (on (B)(6) 2014, pelvic surgery to try and alleviate the symptoms/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, device breakage, uterine haemorrhage, tinnitus, menstruation irregular, vaginal discharge, back pain, dyspareunia, dysmenorrhoea, migraine, weight increased, allergy to metals, abdominal pain lower, menstrual disorder and hypogeusia was resolving and the dysgeusia, parosmia, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for abdominal pain lower, hypogeusia and menstrual disorder with essure. The reporter considered allergy to metals, back pain, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, migraine, parosmia, pelvic pain, tinnitus, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure performed right side 6 coils/ left side 6 coils, tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Ultrasound scan - on (B)(6) 2014: no results provided . Surgical pathology report showed left fallopian tube, salpingectomy: full cross sectionof fallopian tube. Gross: essure device right fallopian tube, salpingectomy: full cross section of fallopian tube gross: essure device. Concerning the injuries reported in this case, the following ones were reported via medical records:dysmenorrhea,cramping,pelvic pain,heavy bleeding, device breakage, most recent follow-up information incorporated above includes: on 26-jan-2018: pfs and mr received: reporters were added. Event updated per pfs: nurse said the essure looked like it was in the wrong place/migration of essure/location of essure device uterus), painful menses/dysmenorrhea (cramping), lower abdominal pain/cramping/lower abdominal pain (severe), event added per pfs: abnormal vaginal bleeding (menorrhagia), abdominal pain ,metal taste, metal smell, did you go undergo an essure confirmation test ¿ no, . Batch number 706802 added, essure implant date was (B)(6) 2010 and removed on (B)(6) 2014. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain/pain"), device expulsion ("nurse said the essure looked like it was in the wrong place/migration of essure/location of essure device uterus"), device breakage ("the right sides broke but still were able to remove what appeared to be all of the device"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in a 22-year-old female patient who had essure (batch no. 706802) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included parity 4 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010), cervical cancer (treatment: removal of thin layer of uterine lining) in 2005, multigravida, chlamydial infection, cervical conization in 2005, smear vaginal abnormal, vaginal discharge abnormality (since hospital) on (B)(6) 2010, vaginal irritation on (B)(6) 2010, itching, vaginal delivery, human papilloma virus antibody positive, bleeding genital (worsened post essure insertion) in 2007 and abdominal cramps (worsened post essure insertion) in 2007. She did not have any complications. Previously administered products included for contraception: yazmin; for an unreported indication: condoms and depo provera shot. Concurrent conditions included body mass index normal and burning micturition. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menses/dysmenorrhea (cramping)"). In 2010, the patient experienced dysgeusia ("metal taste"), parosmia ("metal smell"), tinnitus ("hear ringing in my ears"), menstruation irregular ("irregular menstrual cycle, irregular menses"), vaginal discharge ("odd white to clear vaginal discharge"), back pain ("low back pain / back pain"), dyspareunia ("sexual intercorse is not the same; it is painful / painful intercourse / feel the discomfort"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), weight increased ("weight gain"), allergy to metals ("allergic reactions associated with a nickel allergy"), abdominal pain lower ("lower abdominal pain/cramping/lower abdominal pain(severe)"), menstrual disorder ("abnormal menstrual cycle"), vaginal haemorrhage ("abnormal vaginal bleeding (menorrhagia)") and menorrhagia ("abnormal vaginal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and hypogeusia ("taste buds has decreased"). The patient was treated with ibuprofen (motrin), surgery (on (B)(6) 2014 bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, device breakage, uterine haemorrhage, tinnitus, menstruation irregular, vaginal discharge, back pain, dyspareunia, dysmenorrhoea, migraine, weight increased, allergy to metals, abdominal pain lower, menstrual disorder and hypogeusia was resolving, the dysgeusia, parosmia, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the urinary tract infection and bacterial vulvovaginitis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, hypogeusia and menstrual disorder with essure. The reporter considered allergy to metals, back pain, bacterial vulvovaginitis, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, migraine, parosmia, pelvic pain, tinnitus, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure performed right side 6 coils/ left side 6 coils, tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Ultrasound scan - on (B)(6) 2014: no results provided surgical pathology report showed left fallopian tube, salpingectomy: full cross sectionof fallopian tube. Gross: essure device right fallopian tube, salpingectomy: full cross section of fallopian tube gross: essure device. Concerning the injuries reported in this case, the following ones were reported via medical records:dysmenorrhea,cramping,pelvic pain,heavy bleeding, device breakage, abnormal uterine bleeding, bacterial vulvovaginitis, abdominal pain, back pain, urinary tract infection most recent follow-up information incorporated above includes: on 3-may-2018: plaintiff fact sheet-all relevant medical history, concurrent condition, concomitant medication were added. Events bacterial vulvovaginitis, vaginal infection, urinary tract infection were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.